Event description:
It was reported that the patient presented to the clinic experiencing pectoral stimulation causing discomfort and worry. Upon interrogation the pulse generator displayed parameter error. The device was reprogrammed to nominal setting and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.